Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On the same day as onset, the patient went to the pd clinic and was started on treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). It was reported that the patient continued antibiotic treatment at home and recovered from the event pretty well. It was not reported if pd therapy was ongoing. No additional information is available.